Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the pump¿s black box showed one cs 075 call service alarm. During testing, the pump was exercised for 24 hours with no call service alarms occurring. The pump case was opened and no evidence of internal moisture or defects to the printed circuit board or internal components of the pump was found. The complaint of a call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 075 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.